Event description:
Reporter indicated a vns patient had the vns lead replaced for continued problems with latissimal tremor in the neck. The patient had a previous lead revision on (B)(6) 2011 for this same event, which was previously reported via MDR # 1644487-2011-00554. The complete explanted lead was returned for product analysis. No anomalies were noted other than typical explant-related conditions. A partial tear/detachment of a small o-ring was observed; this is suspected to be associated with explant-related manipulation. The latissimal tremor has resolved since the lead was replaced. It is suspected the patient is very sensitive to vns stimulation. No vagus nerve anomalies were noted during the surgery, and the new lead electrodes were placed below where the previous electrodes had been.